Manufacturer narrative:
Additional information has been received: the user site reports that another device driver error occurred on (B)(6) 2025, during a brevera biopsy system patient procedure; however, the radiologist was able to successfully complete the procedure. The user site further reports that another hologic field service engineer (fse) was dispatched to assess the device and the device driver was replaced at that time. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the device displayed an error code indicating an issue with the device driver. It is reported that at the time the error occurred, the patient was in compression and a skin incision had been made. It is reported that due to the system error, the procedure could not be completed. A field service engineer (fse) was dispatched to assess the device and was unable to replicate the reported issue. The fse tested the device with a preventative maintenance test kit as well as with a needle from another lot at the customer site and all tests were good. The fse concluded that the issue the customer experienced was possibly related to the disposable needle. No further information is currently available.